Manufacturer narrative:
The delivery catheter system has been returned and analysis is in progress. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully placed in the correct position. During removal of the delivery catheter system (dcs), the nose cone pulled the valve out of position. A non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported event indicates that valve was dislodged by the removal of the delivery catheter system (dcs) nose cone. Dislodgement of the valve by the nose-cone is related to operator use/experience. The instructions for use (IFU) instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review. Therefore, the root cause of the dislodgement event cannot be conclusively determined from the limited information available. The event description does not indicate a potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.